Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual-heated evaqua2 breathing circuit was failing the leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare in new zealand for evaluation and was visually inspected. Results: visual inspection of preturned circuit revealed that a moulding defect was found on port cap of the returned y-piece. Conclusion: we were unable to determine what caused the moulding defect found on the port cap. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit states: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). We are in process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual-heated evaqua2 breathing circuit was failing the leak test. There was no patient involvement.